Event description:
It was reported that during the deployment of an embolization coil within a pcom aneurysm, resistance was encountered. It was decided to remove the coil. Upon retracting the microcatheter, the coil was found to be detached within the parent artery. An attempt was made to retrieve the coil using a 2mm snare unsuccessfully. Another attempt was made using a 4mm snare past the ica bifurcation. This attempt was successful. The pt was reported to have no deficit upon waking. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was returned with the implant coil detached from the delivery pusher. The attachment tether that holds the implant intact with the delivery pusher is white opaque which is characteristic of stretching. The remainder of the device is normal in appearance. The root cause of this complaint appears to be due to a force applied to the device that exceeded the maximum tensile spec of the attachment tether monofilament. It can not be determined if the microcatheter used with this device attributed to this incident as it was not available for eval. The device history record was review. No abnormal discrepancies or non-conformance were observed.